Event description:
Pt experienced pocket infection post implant of infusion sys. Cultures were taken which showed growth of eschericia coli. The pocket site was packed with antibiotic-soaked gauze, and the device remains implanted as of the date of this report.